Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. ¿ seroma-late: unable to observe since it is not related to the device. ¿ crease folding of implant: no observed. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side implant rupture. Mammography and ultrasound identified "presence of folds and periprosthetic liquid". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side implant rupture. Mammography and ultrasound identified "presence of folds and periprosthetic liquid". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/folding of implant: not observed. ¿ seroma-late: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side implant rupture. Mammography and ultrasound identified "presence of folds and periprosthetic liquid". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "periprosthetic liquid".